Event description:
The customer reported that an unknown clever cut device became stuck in the biopsy channel of the evis exera iii duodenovideoscope upon withdrawal during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The clever cut device was removed without affecting the customer and no patient harm was reported from the issue. However, the procedure was prolonged by 20 to 30 minutes and the patient's anesthesia was extended by 30 to 40 minutes. The patient was healthy with no pre-existing conditions. There were reportedly biliary issues noted and were dealt with during the case and the patient underwent cannulation of the bile duct. The procedure was completed with another scope without further incident. An olympus representative reiterated that the customer had alleged that the scope was the issue and that this was just returned from repair for clever cut instruments getting stuck in the biopsy port upon removal. They have several of these scopes and this was the only one it happens with. The scope was not cultured, and a positive culture was not received. The scope also did not fail an adenosine triphosphate (atp) test.